Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that during a one month post implant wound check, it was noted that the parasternal wound site did not close properly and appeared to be infected. A revision procedure was performed where the site was cleaned and the pt was sent home with antibiotics. The product remains in serviced and no add'l adverse pt effects were reported.